Event description:
Customer reported that on some unknown date she "was sick" and "when (she) took her blood sugar it was high". She further reported that the next time she tried to test her adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer reported she felt "really sick and was throwing up". The next day she continued to feel worse, so she self-presented to a local healthcare facility, was diagnosed with hyperglycemia and dka (diabetic ketoacidosis), but noted the only medications she received were an unspecified "cholesterol medication" and an unspecified medication for "potassium deficiency". Customer self-treated with unspecified amounts of novolog insulin and lantus insulin. Two, unsuccessful, attempts to contact this customer have been made to clarify details in the complaint. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the customer was unable to remember the exact date when the medical event occurred. The date listed is the date when abbott diabetes care became aware of the event.